Event description:
As soon as of this occurrence (our stent had been deployed in advance automatically in a wrong place), they deployed another stent. They did not remove the wrongly deployed stent as there is risk in removing that stent- by customer and cath lab technician. Type of procedure: biliary stenting - liver.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006 device evaluation the zfv6-125-10-14.0 device of lot number c1981943 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Three attempts were made to gain additional information but no response was received. Should more information become available at a later stage, the file can be re-opened and re-assessed accordingly. An additional (B)(4) (MDR - 3001845648-2023-00319) has been raised to capture the off label use of the replacement device used to complete the procedure successfully. Lab evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information received it is known that the device was being used during a biliary stenting procedure in the liver. This is not the intended area of use as specified in the IFU. Image review an image was not returned for evaluation root cause review a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in a biliary stenting procedure in the liver. As the device has not been tested in this area, it is unknown how the device will perform. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Anther stent was placed on the target lesion in the same procedure to complete the treatment. Pr 393992 will capture the off label placement of this successful stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 28-apr-2023.